Manufacturer narrative:
On 02/26/2019 - since the consumer discontinued the complaint call and did not follow-up, it cannot be determined if the product will be returned to the manufacturer. Therefore, an investigation cannot be completed at this point in time.

Event description:
On 1/28/2019 - the consumer claims the product caught on fire. The consumer hung up on our call center prior giving a full description.